Manufacturer narrative:
This report is submitted on september 12, 2017., by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, during initial implantation surgery performed on (B)(6) 2017, the surgeon attempted initial insertion of the electrode array; after experiencing positioning issues with the electrode array, insertion was complete and the implant site was sealed. Following closure of the site, post-operative imaging was conducted and revealed a kink in the electrode array. Subsequently the surgeon re-opened implant site to discover migration of the electrode array and successfully re-positioned the electrode array back into the cochlea. There is no report of patient injury associated with this event.